Event description:
It was reported that the pump was not delivering properly. There was no reported adverse impact to customer's blood glucose (bg). Customer reverted to using an alternate method of insulin therapy and customer had better control of bg level.